Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: describe event or problem: air in line alarm noted. Levophed would not infuse. Patient's bp64/40. Neo had to be pushed x 3 until other line was primed which took 3 minutes. Asv valve attempted to be used but did not help.